Manufacturer narrative:
The hemopro 2 device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that the heater wire was detached from the tip of the hot jaw. The device evaluation is in progress. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while inserting the jaws of the hemopro 2 device into the harvesting cannula, it was observed that the metal part of the jaws was exposed and sticking out. The cannula was immediately removed from the pt. A replacement device was used to complete the procedure. The hospital did not report any pt effects. There was no bleeding and nothing fell into the pt.